Manufacturer narrative:
The patient (B)(6) is for the mild hoarseness. If information is provided in the future, a supplemental report will be issued.

Event description:
Due to bilateral extracapsular growth, the patient underwent total thyroidectomy for removal of thyroid and part of the patient¿s aerodigestive tract, all of which was outside the patient¿s trachea. During the procedure, the doctor confirmed multiple times that the laryngeal nerves and vocal cords were intact. It was also confirmed that the vocal cords were functioning. Post-thyroidectomy, the patient was able to talk and breathe indicating that the laryngeal nerves and vocal cords were intact. On follow-up, the patient complained of mild hoarseness and also complained of shortness of breath upon exertion. On another follow-up, the doctor performed an in-office flexible laryngoscopy. During this procedure, the doctor observed, among other things, granulation tissue in the trachea where the endotracheal tube had been placed during thyroidectomy. On a subsequent follow up, the doctor performed tracheostomy and placed a trach tube, which improved the patient¿s ability to breathe. The patient was allegedly suffering injuries to the vocal cords and the nerves supporting it as well as other injuries as a result of the initial thyroidectomy.